Event description:
The customer received a blood glucose reading of 72mg/dl on the contour meter, re-tested on a different meter and the reading was hi. Not knowing the limitations of the other meter, the difference between the readings would likely fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before additional information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.